Event description:
The facility's tech reported an infusion pump with a 500 failure code which occurred during biomed testing. The tech stated that there have been no reports of any pt incident involving the pump since the last baxter service event. Additional contact info was requested but not provided.